Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal fracture and underwent operation of spinal internal fixation. During surgery, the set screw slipped when it was being implanted into the patient. It was explanted and replaced. No patient complications were reported as the result of the event